Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Healthcare professional reported through practice development manager, that a patient was treated about 4 to 5 years ago over the flanks and abdomen with a cooladvantage applicator, and presented paradoxical hyperplasia 3 months after treatment. Patient received corrective surgery. Later, patient reported recurring paradoxical hyperplasia.